Event description:
Meter name: surestep enhanced. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A pt reported they were unable to test on the meter for 3 months. Their meter allegedly would only prompt the remove strip message. The result on their meter was unable to test. There was no comparison. Not treated. No further info has been reported.